Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient also experienced burning sensations on the left nipple. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was observed to be ruptured since it was received incomplete. Microscopic examination was performed at the edge of the damage and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent device replacement with mentor memorygel breast implants, catalog numbers 3502501bc on the right side and 3502251bc on the left side, serial numbers (B)(4) on the right side and (B)(4) on the left side on the right side on (B)(6) 2019. On 11/8/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 225cc mentor memorygel breast implant, catalog # 3502251bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 250cc mentor memorygel breast implants and experienced rupture on the left side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent device removal on (B)(6) 2019.